Event description:
The customer reported an alarm and insulin squirting out during the manual prime. The reported blood glucose reading at the time of the call was 107 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk.